Event description:
It was reported that the left ventricular (lv) lead had been tied down directly with suture material in the pocket. The insulation was damaged and the lead exhibited high impedance and failure to capture. The physician believes the suture tie down caused the insulation damage. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2011. 5076-52 lead, implanted: (B)(6) 2006. (B)(4).